Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/03/2019. Evaluation: an opened box with twenty-five unopened samples of product were returned for analysis. The issue sample was not received for evaluation. During the inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along strand and no defects or needle pull were noted. Functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no pre-op suture needle pull off was noted and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin closure procedure in 2018 and suture was used. During the procedure, after 10 to 15 stitches /knots, the suture separated from needle. A different device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.